Manufacturer narrative:
Additional information to b5 and f10/h6: device codes (replace 1069 with 4008). B5: upon further clarification from the customer, the reference to broken was further described as "torn (like a crack or scratch)". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd set with cassettes were broken (not further specified). This was noticed during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.